Event description:
Pt underwent revision of atrial pacing lead due to MFR's product recall. Atrial lead was easily removed after the screw mechanism was retracted. The removed lead was clearly fractured when inspected after removal.